Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the complaint. The vessel sealer instrument was placed in the in-house da vinci robot system, the instrument passed the self-check, recognition test, visual inspection, continuity test, seal and cutting test with no issues. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer not sealing properly could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci heller myotomy procedure, the endowrist one vessel sealer instrument did not seal properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient. On october 28, 2014, intuitive surgical, inc. (Isi) contacted the clinical sales rep (csr) to obtain additional information regarding the reported complaint. According to the information provided to the csr, it is unknown if the vessels were highly calcified or larger than 7mm in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle. Per the information provided by the customer, the surgical area was inspected and tissue effect was noted. The surgeon continued with the cutting function, and minor bleeding occurred, which was controlled by diffusing the bipolar energy on the vessel sealer instrument. The surgical procedure was successfully completed.